Manufacturer narrative:
(B)(4).

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.